Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2019, the recipient's device was reportedly repositioned. The recipient's device was activated. This is the final report.

Event description:
The recipient is reportedly experiencing device migration. Revision surgery is scheduled.

Manufacturer narrative:
On (B)(6) 2019, the recipient's device was reportedly repositioned.